Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on 7/sept/2017 using the coolmini applicator and developed paradoxical hyperplasia (pah/ph) after treatment. On (B)(6) 2022 a neck lift with platsymalplasty and liposuction to the neck and chin was performed.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: b6 b7 h6. Changed data: b5 d1 d4 e1 g1.

Event description:
Patient representative reported a patient treated with coolsculpting to the submental area on (B)(6) 2017 using the coolmini applicator developed paradoxical hyperplasia (pah/ph) after treatment. On (B)(6) 2022 a neck lift with platysmaplasty and liposuction to the neck and chin was performed. Lipodystrophy of the neck noted in op. Report.